Event description:
It was reported that during a diagnostic bronchoscopy, the single use biopsy valve broke off into the patient¿s lung and was unable to be retrieved.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2026-00057-00. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.